Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was the primary surgery on (B)(6) 2023. It was confirmed that the plate in question was exposed around the left mandibular anterior tooth area after surgery. A revision surgery will be performed on (B)(6) 2023. It is required to install a plate on the lingual side, so that the plate in question will be used for the revision surgery. The revision surgery was scheduled as follows: this is the revision surgery plan for the case of (B)(4). Currently. The left anterior mandibular plate is exposed outside the skin. The plate should be changed to a smaller one (placed on the tongue-basal side of the mouth) so that it can be covered by the skin. Specially, the anterior part of the plate should be placed 20 mm posteriorly, and the lateral part should be inserted 15 mm medially. If the above design is not acceptable due to the durability of the plate, an additional resection of the right mandible (buccal-labial) should be considered. The same screw holes will be used as before. The screw is intended to be an emergence screw with a larger diameter. This report is for one (1) unk - screws: trauma. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - screws: trauma part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.